Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure of the subject device, the endoscopic image got abnormal. The user replaced the subject device to another one and completed the procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It is presumed that the cause is that the image signal was a temporary contact failure between the electrical contacts of the video connector and the electrical contacts of the video system center. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.